Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device dislocation ('migration') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 958703/ 958712) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 6. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain ("pain"), urinary tract disorder ("urinary problems"), autoimmune disorder (seriousness criterion medically significant), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"). At the time of the report, the perforation, device dislocation, urinary tract disorder, autoimmune disorder, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, autoimmune disorder, device dislocation, menstrual disorder, pelvic pain, perforation and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: tubal occlusion with essure for mean of permanent sterilization. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device dislocation ('migration') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 958703,958712) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 6. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain ("pain"), urinary tract disorder ("urinary problems"), autoimmune disorder (seriousness criterion medically significant), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"). At the time of the report, the perforation, device dislocation, urinary tract disorder, autoimmune disorder, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, autoimmune disorder, device dislocation, menstrual disorder, pelvic pain, perforation and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: tubal occlusion with essure for mean of permanent sterilization.. Lot number: 958703 manufacture date: 2012-02 expiration date: 2015-02. Lot number: 958712 manufacture date: 2012-03 expiration date: 2015-03 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device dislocation ('migration') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 958703,958712) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 6. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain ("pain"), urinary tract disorder ("urinary problems"), autoimmune disorder (seriousness criterion medically significant), abdominal pain lower ("cramping"), menstrual disorder ("unusual periods") and genital haemorrhage ("unusual bleeding"). At the time of the report, the perforation, device dislocation, urinary tract disorder, autoimmune disorder, abdominal pain lower, menstrual disorder and genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower, autoimmune disorder, device dislocation, genital haemorrhage, menstrual disorder, pelvic pain, perforation and urinary tract disorder to be related to essure. The reporter commented: confirmed pou yes( as reported). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: tubal occlusion with essure for mean of permanent sterilization. Lot number: 958703, manufacture date: 2012-02, expiration date: 2015-02. Lot number: 958712, manufacture date: 2012-03, expiration date: 2015-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: plaintiff fact sheet received. Reporter added. Added event unusual bleeding. Incident: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.